Event description:
Additional information was received that the inappropriate therapy induced ventricular tachycardia (vt).

Event description:
During an in-clinic follow-up, inappropriate atp and shock were delivered for atrial fibrillation (af) due to an incorrect interpretation of signals. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.